Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (may-2019 through apr-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during the customer's daily checks, the cardiosave intra-aortic balloon pump (iabp) had a defective power supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to duplicate the issue. The iabp was not detecting ac power. The hospital cart ac was plugged into a known good outlet. The batteries were drained. The fse replaced the defective power supply but noted when manipulating the ac cord the ac detection was interrupted. The fse replaced the ac cord reel and the issue was corrected. The batteries were replaced as they had been run to the ground. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a defective power supply. There was no patient involvement, and no adverse event reported.